Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found drawer 6 matrix not sensing closed. Fse inspected the rear of the drawer and discovered a piece of plastic lodged behind it. Fse removed the obstruction and restored the system. Customer was able to recover without any failures. The system functioned as intended after the field service engineer repaired the device.